Event description:
Customer reportedly rec'd the following results on the compact system within 10 minutes: 476 mg/dl, 63 mg/dl, and 66 mg/dl. Low blood symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20658641, expiration date 07/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.